Manufacturer narrative:
Turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. (B)(4). Investigation - evaluation . A review of the complaint history, device history record, specifications and trends of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported the (B)(6) male patient had a PICC line in place for 7 days to administer IV antibiotic therapy when it was noted that the line was fractured and leaking at the junction between the hub and the clear flexible tubing. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Turbo-ject over-the-wire single lumen peripherally inserted central venous catheter set. (B)(4). The event is currently under investigation.

Event description:
It was reported the (B)(6) male patient had a PICC line in place for 7 days to administer IV antibiotic therapy when it was noted that the line was fractured and leaking at the junction between the hub and the clear flexible tubing. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing was severed approximately ¾ of the way from the purple hub. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.